Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported the aortic neck had 75 degree angulation and it was calcified; therefore, the stent graft was placed low in the aortic neck. The iliac arteries were tortuous. There was 2.5 cm of stent graft fixation on the right side and the stent graft was 2.5 cm from the right hypogastric artery. The left side had 3 cm of distal fixation and the stent graft was 2.5 cm from the left hypogastric artery. The aneurysm sac had initially shrunk; however, on a CT scan 2 months ago there was a type 1 endoleak with stent graft migration seen. Approx 2 weeks ago the pt was treated with two 28 mm aneurx aortic cuffs and the endoleak was successfully resolved. The physician considered increasing the distal fixation to increase distal support; however, due to fairly tortuous iliac arteries the physician decided to not further intervene. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
(Required secondary intervention).